Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being conservatively reported for death as the cause of death is unknown after the initial 27mm portico valve (sn (B)(4)) migrated. It was reported that on 26 apr 2022, a patient underwent an implant of a 27mm portico valve (sn (B)(4)) for treatment of severe aortic stenosis and calcification of the native valve. During the procedure an echocardiogram was performed prior to the valve being implanted. Pre-dilation was performed prior to the portico valve being placed. After the valve was placed, under expansion of the valve was reported. Despite the pre-dilation, the patient's calcification was thought to have contributed to the under expansion of the valve when the valve was at 80% released. After the valve was completely released, it popped up into the aorta. There was no patient harm at this time. It was decided to perform a valve-in-valve procedure. A new 27mm portico valve (sn: (B)(4)) was implanted in a valve-in-valve procedure. The valve was in perfect location with optimal and adequate expansion. The patient's hemodynamics were optimal and without any paravalvular leak. It was noted that towards the end of the procedure, the patient went into cardiac respiratory arrest. Cardiopulmonary resuscitation (CPR) was performed. The patient's right femoral access site was closed with a perclose device. After the closure of the access site, the patient required circulatory support with a intra-aortic balloon pump (iabp). After 40 minutes of resuscitation efforts, the patient was declared dead. The cause of death is unknown but it was noted that the patient a critical and elderly patient.

Event description:
N/a.

Manufacturer narrative:
An event of the valve under-expanding and migrating after release was reported. Information from the field indicated that there was significant annular calcification causing under-expansion of the valve (even after pre-dilatation), hence the user decided to deploy the valve and post dilate; however, the valve migrated before the post dilatation could be done leading to a valve in valve which was successfully completed. Unfortunately, the patient developed cardiac arrest near the end of the procedure and passed away. Abbott requested information on the patient¿s comorbidities and operative notes, however they could not be provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient was 97 years old and that the patient's death had no involvement with the quality of the abbott products used. There is no indication of a product quality issue with regards to manufacture, design, or labeling.